Manufacturer narrative:
It was reported that during treatment the bubble alarm was constantly alarming on the cardiohelp. Further the blood saturation was not measured by the venous probe and the venous pressure was not as expected. A getinge service technician investigated the unit on 2021-08-31. The technician performed safety, calibration, and functionality checks to factory specifications. No issue was found. However with reference to the current risk file, the following possible causes could be linked to the reported failure: wrong bubble alarm: influence due to other ultrasonic devices (e.g. Flow sensor) bubble sensor not plugged but recognized connection of non-compatible sensor environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage) sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. Wrong venous pressure: pressure sensors not zeroed according to IFU disturbed (electromagnetic interference) pressure sensor positive or negative pressure beyond specification (release of tubes) too high / low atmospheric pressure. Wrong svo2: (partly) sensor failure wrong measurement values caused by sediments in the disposable light influences blood light spectrum differences response time is too long programming transmission error false venous probe. Based on the investigation results the reported failures could not be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Further details on the event were requested and service of the affected cardiohelp is anticipated but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that during treatment the bubble alarm was constantly alarming on the cardiohelp. Further the blood saturation was not measured by the venous probe and the venous pressure was not as expected. No indication of actual or potential for harm or death. Complaint ID: (B)(4).